Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but it has not been received for failure analysis evaluation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product was not returned for evaluation. A review of the advanced stapler logs associated with this event was performed by an isi failure analysis engineer. The following additional information was provided: the logs show a sureform 45 stapler instrument was used first, and it was installed on the system five times and fired three reloads (1 green, 1 white, 1 black, in that order). On installs 1 and 3, the first clamp was successful, and the firings were each completed with no pauses for compression. On installs 2 and 4, no clamping or firing was attempted. On install 5, the first clamp was successful, but was followed by a firing failure. The firing stopped at ~57% completion, after a duration of ~45 seconds. Peak firing force was 694 n. The instrument was successfully unclamped following the failure. No force fire was initiated per the logs. The instrument was then removed and not used in the procedure again. Next, logs show another stapler was installed on the system seven times and fired five reloads (1 black, followed by 4 green). On install 1, no clamping or firing was attempts. On installs 2 and 7, the first clamps were successful, and the firings were completed with no pauses for compression. On install 3, the stapler failed to initialize with the system due to hitting the sf lockout during reload detection. On install 4, the first clamp was incomplete, stopping at ~66% completion. The next clamp was successful, and the firing was complete with 1 pause for compression. On installs 5 and 6, the firings were each completed with 1 pause for compression. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure when firing the sureform 45 stapler across the bronchus, with a black reload installed, the stapler paused for compression a high number of times. Eventually the message ¿elevated force required¿ appeared. The surgeon decided to enable the force fire mode by pressing the button on the surgeon side console (ssc) touchpad and pressing the yellow pedal. However, the stapler was unclamped. The stapler had to be removed and time was spent removing loose staples from the bronchus. There was no cut line present. After all loose staples were removed, a new sureform 45 (black reload) was installed, clamped, and fired across the bronchus without issue. The procedure was completed.

Manufacturer narrative:
The sureform 45 stapler was transferred to the advance failure analysis team for further investigation and the initial findings were confirmed. The instrument was confirmed to have experienced a partial fire during the procedure using a black reload. The firing failure was not replicated through in-house testing of the device. The stapler passed all functional testing, including clamping, firing, unclamping, and intuitive motion. Visual inspection revealed no damage to instrument components in the backend or distal end. To further investigate the allegation of an unclamping upon force fire initiation, the dvdtream event file for the procedure was reviewed by a systems analyst. Based on the sequence of events, the logs confirmed that the unclamp pedal was pressed by the user after the force fire option was presented. As a result, the unfired staples may have fallen from the reload. The unclamping performed by the system was an expected result of pressing the unclamp pedal.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The stapler was transferred to engineering for further investigation which replicated/confirmed the reported complaint. Upon further review and subsequent investigative efforts, additional information was identified that provides clarity into the failure analysis results initially reported. The procedure logs were reviewed and showed 2 successful firings with a green and white reload, prior to the use of the returned black reload. During the firing with the black reload, there were 4 pauses for compression and the peak firing force was recorded at 694 n, indicating a large amount of resistance along the firing track. The stapler underwent functional testing which included, clamping, firing, unclamping, and intuitive motion. Each unclamp event was successfully completed. A systems analyst confirmed the user inadvertently pressed the unclamp pedal when - 1 - presented with the force fire option during the procedure. Visual inspection of the reload confirms severe damage to the cartridge material of the inner knife track. The reload was partially disassembled and shows that skiving to the bottom edge of the inner knife track began shortly after the blade left the proximal garage. The skiving can be seen increasing in severity, where at around 50% of the firing distance, the blade became angled and lodged into the material. The internal components were then removed for further inspection. Visual inspection of shuttle confirms the shuttle knife seat was broken during the firing, allowing the blade to rotate as the force of the I-beam continued forward. The blade was found to be rotated so the cutting edge faced the left side of the reload. Under microscopic inspection the blade exhibited significant deformation to the top portion of the cutting edge. In addition, the blade's left foot had been sheared off at the base, likely due to catching on the inner track material after rotation. The broken leg fragment was found lodged within the cartridge material near 30% of the shuttle progress, and proximal to where the knife was observed. The shuttle knife seat was inspected and found to be broken. The shuttle fragment was also found within the deformed cartridge material proximal of the main inner track damage. The shuttle fragment was also found within the deformed cartridge material proximal of the main inner track damage, confirming retainment of any potential fragments. Visual inspection of the damage to the returned reload, as well as the logs from the procedure, suggest the reload may have been fired across a hard object or obstruction that broke the shuttle knife seat, and allowed the knife to rotate within the inner track. Damage observed to the knife edge and foot further evidences interactions with hard objects or obstructions. The rotation of the knife likely caused the skiving damage observed to the inner track, and breakage of the knife foot. Rotation of the knife is further evidenced by the position the blade was observed in upon return. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The sureform stapler 45 instrument was analyzed and failure analysis investigations confirmed but could not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review, but was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler initialized, clamped, fired, and unclamped without any issues in both attempts. The sureform stapler black reload was returned and analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the functional test failed-firing to be related to the customer reported complaint. The accessory was found to have a firing failure based on log review and visual inspection. Additional observations not reported by the customer were also identified: during the visual inspection, it was found that the lack reload cartridge was damaged at the distal end and inside the knife track. The reload was disassembled and the knife was found to be broken at the base. The broken piece measuring 1.37mm x 0.71mm was not returned with the reload.